Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an error message and when examined, it had entered safety mode. Additionally, the device was beeping as a result. The device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.